Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel / replace belt messages) has been confirmed. Upon investigation the electrode belt unable to complete incoming testing. The cause for the failure was isolated to a cut wire connecting the distribution node (dn) to the rear therapy electrode. The root cause for the cut wire could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.